Manufacturer narrative:
Updated: describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft and hypotube of the device. The tip was damaged. Microscopic examination of the balloon revealed that the balloon was damaged. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall at the balloon damage. The balloon was microscopically examined and a pinhole in the balloon wall 3.5 mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the 2.75 mm x 12 mm nc emerge® balloon catheter was completely removed from the patient.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (mlad) artery. Pre-dilation was performed using 2.0 x 15mm and 2.0 x 20mm non-bsc balloon catheters. Then a 2.75mm x 12mm nc emerge® balloon catheter was advanced for post-dilation. However, before the nominal pressure was increased at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.